Event description:
It was reported that (1) hp052 was used during a hemiorrhoidectomy procedure. It was reported by the rep that the harmonic scalpel started "solid toning" shortly into the case. The handpiece was being used was the cs6s. The staff switched luke handcords and the procedure was completed without further incidence. The same cs6s blade was used on the new luke handcord and worked fine. There was no consequence to pt.